Event description:
A malfunction alarm was reported when the caller's son was not using the pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy, and tandem technical support arranged for a replacement pump with updated software to be sent. Additionally, instructions for using the pump's storage mode and steps for receiving the new pump were communicated to the caller, who understood and acknowledged all instructions.